Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument was noted to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following information: the monopolar curved scissors instrument cable at the blades broke, but no fragments fell inside the patient. The instrument and accessory were inspected prior to use and there was no detectable damage. The reported issue occurred while dissecting a tissue. The premature wear and tear caused the instrument to break after approximately 1 hour of use. The surgeon did not notice any issues with the functionality of the instrument during procedure. The instrument did not collide with other instruments or hard materials. The instrument was not removed during the procedure prior to rupture. The surgical staff did not feel resistance when removing the instrument through the cannula. When the instrument was finally removed, the wrist was aligned, and the surgical staff did not feel resistance or notice any damage to the cannula or the instrument. No post-operative tests or additional surgery were required.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h10/h11 for follow-up information.